Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that almost 3 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved and the patient presented bone type ii.